Event description:
It was reported the patient's blood glucose levels rose to almost 400 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, the patient changed out the pod.

Manufacturer narrative:
An exterior portion of the soft cannula was observed to be flattened. Fluid was still able to pass through the entire fluid path during the investigation. It is unknown how or when this damage to the soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.